Manufacturer narrative:
Patient use was not reported. Section a was left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an automated impella controller would not connect and the battery would not charge. No patient use was reported.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), g1 (manufacturing site name). Upon review, it was identified that it was inadvertently omitted from the initial report. Additional information has been provided in h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The batteries were not charging despite the aic being connected to ac power due to a malfunction in the dc power supply. No issues were identified with the batteries.

Manufacturer narrative:
D9. Date device returned to manufacturer added.